Event description:
It was reported that there was a leakage during infusion with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from german to english: during the infusion the liquid runs out from the 3way valve, the vertical part of the 3wv is broken.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8122914. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately the sample for this complaint was lost in transit to our facility. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a leakage during infusion with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from (B)(6) to english: during the infusion the liquid runs out from the 3way valve, the vertical part of the 3wv is broken.